Event description:
It was reported that the physician was unable to interrogate the pt's generator at an appointment on (B)(6) 2011. The pt was last seen in (B)(6) of this year and the device could be interrogated at that point. No pt settings or diagnostic history was provided, and the pt was not experiencing any adverse events. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received from the patient's treating psychiatrist on 11/10/2011. She indicated that she was still unable to communicate with this generator; however, she was able to communicate with other patients. No other information was provided, and attempts for additional information have remained unsuccessful.

Event description:
The patient reported on (B)(6) 2012, that she has had to up her depression medications due to the depleted generator battery. She is in the process of being referred for replacement surgery which has not occurred to date.

Event description:
Additional information was received from the physician on 12/20/2011 indicating that they had attempted troubleshooting steps including checking the wand battery, leaving the handheld unplugged from the wall, re-positioning the wand over the generator, and verifying that all connections were secure. It was indicated by the physician that the generator battery was depleted.

Event description:
A manual battery life calculation was performed. The calculation took into account that the generator's current levels were increased in the past, as previously reported by the treating physician. From an end date of (B)(6) 2011, the calculation showed approximately 1.0 years remaining until neos. Because this calculation did not take into account factors such as magnet use and other changes to the device settings in the years of missing programming history, it was expected that the generator was at end of service at the time of the failed interrogation. No additional pertinent information has been received to date.

Event description:
It was reported that the patient's generator replacement surgery was completed on (B)(6) 2016. The generator would still not interrogate at the time of explant. The explanted generator was reportedly discarded following surgery and could not be returned to the manufacturer. No additional pertinent information has been received to date.